Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, an endoscopy support specialist was dispatched to the user facility on june 10, 2020 to observe the user facility¿s reprocessing methods and provide an in-service. The ess reported that once improper pre cleaning was indicated, the sterile processing systems (sps) tech brushed the instrument and suction channels repeatedly using 5 of the recommended olympus channel brushes. Then completed an extended soaking followed by flushing to help loosen debris. Once completed, sps tech then brushed the instrument and suction channels until there was no visible debris. The customer also uses medivators scope buddy plus to assist with reprocessing for aspiration and flushing of detergent, water and air. Proper/recommended pre cleaning aspiration of ¿10 seconds or more¿ was reviewed with the facility¿s sterile processing training instructor. The sterile processing training instructor and rme coordinator indicated the facility¿s policy was ¿10 seconds or until aspirated fluid was clear¿ after all of the recommended manual reprocessing steps were completed, an atp test was performed on the endoscope which passed with a reading of 3 (threshold is over 100). The customer utilizes getinge assure - safestep test swab for atp testing. This test was completed prior to the endoscope being placed into the automated endoscope reprocessor aer (evo tech). The ess reported that the facility¿s entire sterile processing systems department both am/pm shift. The instruction manual states, ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during a repair reduction visit at the user facility with an endoscopy support specialist (ess) an endoscope was observed with excessive debris discharging from both the instrument channel and suction channel when brushing. The ess reported that this indicated proper pre cleaning steps were not completed, prior to transporting the endoscope to sterile processing service (sps). The ess reported that the facility¿s sterile processing training instructor, rme coordinator and specialty procedures clinics/spu who oversees the endoscopy department were all informed of the improper reprocessing findings. There was no patient infections or positive device cultures reported. Additionally, during the visit the ess offered the facility¿s endoscopy department a reprocessing in-service and training. The user facility was unavailable at that time and requested that the in-service be scheduled for a later date.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint. The legal manufacturer (lm) exact cause of the event cannot be conclusively determined. However, the lm presumed that based on the investigation the suggested event was not due to the scope itself. In addition, according to the suggested event, the user may have conducted reprocessing without understanding adequate process in accordance with IFU. The IFU clearly states the importance of reprocessing. The lm recommends that the customer refers to the instruction manual the product¿s IFU(reprocessing manual) described as follows: "1.1 instructions" ·this manual contains the reprocessing methods recommended by olympus for the endoscopes and accessories listed on the front cover. ·before reprocessing, thoroughly review this manual and the manuals for the reprocessing equipment and chemicals that will be used for reprocessing. Reprocess all the devices as instructed. "1.2 importance of reprocessing" ·when selecting appropriate methods and conditions for cleaning and disinfection and sterilization, follow the policies at your institution, applicable national laws and standards, and professional society guidelines and recommended practices, in addition to the instructions given in this manual. "1.4 precautions" ·all disinfection methods (whether performed manually or by an aer/wd), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instruments being reprocessed. If the instruments are not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope.